Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this system a significant rise in threshold measurements resulting in no capture on the right ventricular (rv) channel. An x-ray revealed the rv lead had micro-dislodged. A revision procedure was performed and the lead was repositioned with acceptable test results. However, when suturing the lead down, pacing impedance measurements were greater than 3000 ohms through the device and the pacing system analyzer (psa). Difficulty was experienced trying to explant the lead due to helix issues. The lead was eventually explanted and replaced. No additional adverse patient effects were reported. A lead revision was scheduled for this lead.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection [noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.